Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient presented with an infection and required a revision surgery. Revision involved: a "wash-out" and poly-exchange. It was reported that the explanted poly insert appeared discolored and the surface looked "pitted". It was reported that the poly had been originally implanted about 3 years ago.

Manufacturer narrative:
Additional information: concomitant medical products available to stryker, returned to manufacturer on. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: one insert was returned without its locking wire for evaluation. Pitting and third-body indentation were observed on the condyles of the insert. Yellow discoloration was also observed on the insert, consistent with absorption of synovial fluid, in vivo use and explantation damage. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports, pathology reports including the strain of infection identified, product return, as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this investigation will be reopened.

Event description:
It was reported that the patient presented with an infection and required a revision surgery. Revision involved: a "wash-out" and poly-exchange. It was reported that the explanted poly insert appeared discolored and the surface looked "pitted". It was reported that the poly had been originally implanted about 3 years ago.